Event description:
It was reported that during an implant procedure, the left ventricular lead impedance was high when tested through the lead analyzer. When the pacing configuration was changed to tip to pocket, the impedance was normal, but then when the pacing configuration was changed to ring to pocket, the impedance was high again. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood (not obstructed) on the distal and proximal conductors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).